Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During a preventative maintenance (pm) inspection of the customer's device, physio-control observed that the on/off button was slightly unresponsive when pressed. As a result, defibrillation may be delayed or not possible if it were necessary. There was no patient use associated with the reported event.

Event description:
During a preventative maintenance (pm) inspection of the customer's device, physio-control observed that the on/off button was slightly unresponsive when pressed. As a result, defibrillation may be delayed or not possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿(B)(4).